Event description:
During procedure navigation unit made a long beeping sound and signaled to change battery in the reference sensor. After that the cuts may have been off. Procedure completed with traditional instrumentation.

Manufacturer narrative:
The reference sensor was returned to orthalign for evaluation, but the navigation unit was disposed of at the hospital. The complaint was unable to be confirmed since the reference sensor passed all functional testing and the navigation unit logs could not be reviewed. The root cause was unable to be determined but potential root causes include: user error, incorrect positioning of the instruments, or the cutting block moving during pinning. No further action required.

Event description:
During procedure navigation unit made a long beeping sound and signaled to change battery in the reference sensor. After that the cuts may have been off. Procedure completed with traditional instrumentation.

Manufacturer narrative:
At this time the device has been returned to orthalign for evaluation. An investigation will be completed by an orthalign engineer to attempt to confrim the complaint and determine a root cause. Upon the completion of the investigation a follow up report will be filed detailing the conclusions.